Event description:
Both the mode of connections were tried wired and wireless.

Manufacturer narrative:
H3: analysis found item was received with software rev: 1.6.4 installed. Fault confirmed. Fault is due to loose pin on channel 2. Replaced afe pcb. H6: previously submitted codes fdm b21, fdr c21 and fdc d16 are no longer applicable medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while booting up the nim vital before the patient got in the room an error that occurred stating "patient interface fault detected" and could not get the system to connect to the pi after turned it on and off. When used loaner pi box everything worked normal. There was no patient involved in the event.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.